Manufacturer narrative:
(B)(4). At this time, the sample is not available for analysis. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. If further information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Follow up information was received from the home patient (hp), regarding the leak in the patient line. The hp stated that the tubing had not been fully connected to the patient line connector, which then had leaked. This occurred during prime, when the hp was not connected. The hp started over with new supplies. The hp stated that the line was available and would return the sample for evaluation. The hp stated that other cassettes, of the same lot, have been found to have the same issue. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The sample was not returned; therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient observed a leak in an automated pd cassette from a tube that came loose during peritoneal dialysis (pd) therapy. The issue caused pd solution to leak out during use, while the patient was lying down. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. Additional information was requested, but is not available at this time.